Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up after the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing for post-sensed t-wave over-sensing. Programming interventions were discussed; however, the physician elected to explant and replace the device. The patient was in stable condition.